Event description:
Essure was implanted (B)(6) 2007, confirmed blocked. Post implant I have had severe bleeding with menses, pelvic pain, diagnoses of fibromyalgia, celiac disease, hyperthyroidism, severe joint pain and fatigue. A hysterectomy to remove essure on (B)(6) is scheduled. Ovaries will remain. (B)(4).